Manufacturer narrative:
(B)(4)

Event description:
The distributor contacted dexcom technical support on (B)(6) 2015, on behalf of patient, to report no audio output from their receiver on (B)(6) 2015. No medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).

Event description:
The distributor contacted dexcom technical support on 09/24/2015, on behalf of patient, to report no audio output from their receiver on (B)(6) 2015. The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and there was no sound omitting from the device. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.